Manufacturer narrative:
One cadd solis vip pump was received with minor scratches on the lcd lens screen. There was no evidence of the reported issue in the event history log. Power up self-tests and functional test were performed. The reported issue was able to be duplicated. The device speaker's sound was low and distorted. There was a speaker beeper failure and was possibly shorted. The cause of the issue was unable to be determined. It was recommended that the right piezo (speaker) be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had no sound. There was no reported adverse event.